Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00148) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a 2d transesophageal echocardiography (tee) examination of the aortic valve regurgitation on the ascending aorta and aortic arch after a patent foramen ovale (pfo) closure due to a possible left auricle clot, the transducer displayed a usacquisitionhw 40_0 error message. The physician stopped the procedure and another user re-seated the transducer and rebooted the system. The procedure was not repeated and there was no loss of data. There was a delay of seven minutes for the system to reboot. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00148) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A pin hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, the z6ms transducer manufacturing process has been revised for articulation sleeve inspection, and a new sleeve material has been implemented. This transducer was manufactured prior to the corrective actions.